Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the burette¿s clave breakage after 1 day of used the event was noted during infusion. That the involved solution/ medicine is unknown. There were no obvious defects noted on the tubing set (cracks, or breaks) and no holes, cut, tears or any other defects were noted on the tubing set. That the tubing set was replaced, and therapy resumed. That the products were stored in the air-conditioned room in the hospital and were not exposed to extreme temperature. That the damage noted was that the burette¿s clave broke. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set for inspection. As received, the clave was observed to be partially broken from the upper lid of the burette. The female adapter of the clave remained bonded inside of the bonding pocket of the upper lid of the burette. The reported complaint of a broken port can be confirmed. The probable cause of the broken clave port is due to an unintentional bending force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Product was received 1/10/2024.